Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture baker grade unknown and gel bleed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports: outpouring confirmed by MRI. Patient had experienced inflammation. Device currently remains implanted. This relates to the left side. Additionally, patient reported: "soft capsular contracture of 3 mm on the left; thicker on one side compared to the other ( end of last year). Edema, swelling of the left breast (end of 2016) suspicion of a fissure (unspecified side ) on the echography but not confirmed on the MRI".

Event description:
Patient reports: outpouring confirmed by MRI. Patient had experienced pain and inflammation. Device currently remains implanted. This relates to the left side. Update: patient reported: "soft capsular contracture of 9 mm on the left; thicker on one side compared to the other( end of last year). Oedema, swelling of the left breast (end of 2016)suspicion of a fissure (unspecified side ) on the echography but not confirmed on the MRI". Double capsule. The device was explanted and replaced.

Event description:
Patient reports: outpouring confirmed by MRI. Patient had experienced pain and inflammation. Device currently remains implanted. This relates to the left side. Update: patient reported: "soft capsular contracture of 9 mm on the left; thicker on one side compared to the other( end of last year). Oedema, swelling of the left breast (end of 2016) suspicion of a fissure (unspecified side ) on the echography but not confirmed on the MRI". Double capsule. Crease/folding of implant and ¿deformation. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, gel bleed, inflammation/irritation, double capsule, deformation and creases/folding of implant was received on july 02, 2021 with lot number: 2519933. Visual analysis of the returned device identified deformation, fold creases, wear abrasion and red particles. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. In addition, was clarified that the device was observed with deformation however it was not received in their primary or secondary packing. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Patient reports: outpouring confirmed by MRI. Patient had experienced pain and inflammation. Device currently remains implanted. This relates to the left side. Update: patient reported: "soft capsular contracture (baker grade iii) of 9 mm on the left; thicker on one side compared to the other( end of last year). Oedema, swelling of the left breast (end of 2016) suspicion of a fissure (unspecified side ) on the echography but not confirmed on the MRI". Double capsule. Crease/folding of implant and ¿deformation. The device was explanted and replaced.

Event description:
Patient reports: outpouring confirmed by MRI. Patient had experienced pain and inflammation. Device currently remains implanted. This relates to the left side. Update: patient reported: "soft capsular contracture (baker grade iii) of 9 mm on the left; thicker on one side compared to the other( end of last year). Oedema, swelling of the left breast (end of 2016) suspicion of a fissure (unspecified side ) on the echography but not confirmed on the MRI". Double capsule. Crease/folding of implant and ¿deformation. The device was explanted and replaced.